Manufacturer narrative:
Concomitant medical products: product ID 3037 lot# serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0mmmh, implanted: (B)(6) 2014, explanted: (B)(6)2015-01-02 product type: lead. (B)(4).

Event description:
It was reported the patient¿s lead was revised due to not feeling enough stimulation. They were no longer having problems.